Event description:
Customer reported experiencing issues with usb port, specifically noting damage to pump housing surrounding usb, which affected ability to charge pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.